Event description:
It was reported that balloon rupture occurred. The patient presented with acute myocardial infarction (ami). The totally occluded target lesion was located in the right coronary artery (rca). Using a thrombus suction catheter, the blood flow was improved and intravascular ultrasound (ivus) was performed. Subsequently, a 4.0 mm non bsc bare metal stent was deployed to treat the lesion and repeat ivus revealed stent malapposition. Post-dilation was performed with a 15mm x 4.50mm nc quantum apex¿ balloon catheter; however, on the first inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The balloon was removed outside the patient and upon checking the blood vessel on the image, no blood vessel damage was noted and the stent was well apposed. The procedure was completed without performing additional treatment. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).